Manufacturer narrative:
As a result of a retrospective review of events that occurred in japan and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer; however a photo has been provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure, a hair was allegedly observed upon opening the package. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was received and reviewed by bpv field assurance engineer. The photo shows one opened maxcore package. The package is unsealed an references catalog # mc1820 and lot # rezf1062, which matches the reported device. Based on the photo review, a foreign contaminant cannot be confirmed. Medicon conducted a visual inspection of the device and were unable to locate any foreign material. Conclusion: although the sample was not returned for evaluation, a photo was provided for review. The investigation is inconclusive for the alleged foreign material, as the photo review could not confirm the presence of any foreign material. All maxcore devices are 100% inspected for any foreign matter or defects. Therefore, it is unlikely that the root cause is manufacturing related. Based on the information available, the definitive root cause for the reported issue could not be determined. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package.

Event description:
It was reported that during preparation for a biopsy procedure, a hair was allegedly observed upon opening the package. There was no patient contact.